Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell on the pump and the touch screen became shattered. The pump touch screen became black and blocked visibility of most of the screen. Customer's blood glucose was between 135- 140 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.